Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 488 mg/dl. Customer current blood glucose was 342 mg/dl. Customer had a nausea as a symptom of high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer was treated with insulin pump for high blood glucose. Customer also reported soda pop and champagne size air bubbles. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.